Manufacturer narrative:
H10: manufacturing review: a DHR review was not required as this lot met all release criteria. There was nothing found to indicate a manufacturing-related cause for this event. Investigation summary: one seeker was returned for evaluation. The device was returned with a detached tip, therefore, the investigation is confirmed for tip detachment. The catheter measured approximately 149.0cm from the strain relief. Therefore, the length of detached segment was approximately 1 centimeter. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure in the right sfa with left common femoral artery access via a contralateral approach, the tip of the support catheter allegedly detached. It was further reported that the healthcare provider (hcp) retrieved the detached segment without incident. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during a procedure in the right sfa with left common femoral artery access via a contralateral approach, the tip of the support catheter allegedly detached. It was further reported that the healthcare provider (hcp) retrieved the detached segment without incident. There was no reported patient injury.